Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 145 mg/dl. The distributor received the pump for investigation and found that the pump was functioning as expected. There were no anomalies with the pump.